Event description:
Treatment of a ruptured ica-p-comm (internal carotid artery - posterior communicating artery) measuring 2.5mm. During the procedure, it was reported that friction was experienced as the physician inserted the implant coil into the catheter hub and it prematurely detached. The implant coil was removed and the procedure was completed with another implant coil.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Only the delivery pusher was returned for investigation as the implant coil was discarded. The delivery pusher was found bent and also broken at the break indicator with the release wire pulled back which likely caused the implant coil to detach.(B)(4).